Event description:
It was reported the patient was scheduled for a pump replacement on (B)(6) 2013 because the pump was at the expected eri (elective re placement indicator). During the procedure, it was discovered that the catheter was not connected to the pump. A solid material in the pump pocket that looked like bowel matter, but did not have an odor was observed. The physician suspected that it was old clotted blood. ¿a little bit of seroma¿ was also discovered in the pocket that was red in color. There was a small ¿flange¿ at the catheter port and the end of the catheter was encapsulated in scar tissue. The replacement was aborted and was going to be rescheduled. It was noted by the patient¿s mother that the patient¿s pump pocket area would become irritated bythe seat belt in the car. Despite the findings in the pump pocket, the patient did not seem to have problems with his therapy or spasticity. The pump was used to deliver baclofen. Additional information later reported the low reservoir alarm indicated 1.6ml remained in the pump. The patient was receiving oral baclofen until the pump and catheter could be replaced in 2-3 weeks.

Manufacturer narrative:
Product ID: 8703w, lot# l42497, implanted: (B)(6) 1998, product type: catheter. (B)(4).